Manufacturer narrative:
No discrepancies were found as it relates to the batch documentation analysis. The audit determined that all procedures in the manufacturing and packaging of the devices had been carried out correctly. Batch reconciliation was 100%. Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. Additionally, we have not received any complaints from these batches. There was no evidence to suggest that any aspect of the lens was responsible for it being explanted. Lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec, inc. Received an email notification stating "explanted and implanted a 3-piece iol.".